Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Event description:
Additional information received reported the cause of the flipped pump was determined to be the pump freed from anchors. The patient¿s lack of therapy had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0039912r, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 250 mcg/day at a concentration of 250 mcg/ml of fentanyl via an implantable infusion pump for non-malignant pain. It was reported that the patient experienced a lack of therapy. The pump flip may have led to a catheter fracture and was confirmed by x-ray. As an intervention, the catheter was planned to be replaced. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
The main device, other components include: product ID: 8709, lot# j0039912r, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter: updated to include new information received on 2016-dec-02.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2016. It was reported that a catheter replacement surgery was performed on (B)(6) 2016. The fractured catheter was replaced, with the spinal segment from the old catheter remaining in the intrathecal space. The pump pocket was also revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.